Manufacturer narrative:
The unit remains at the user facility. The reporter¿s occupation and health profession are unknown at this time. As part of our investigation, the technical assistance center (tac) offered to assist the customer with troubleshooting; however, the customer was not in front of the tower and unable troubleshoot. The customer was uncertain if the scope or the tower was the issue. The customer was to call back once available to troubleshoot. To date no record of additional contact was noted from the customer. The unit was not returned to the service center for evaluation. An investigation is ongoing to obtain additional information regarding the reported event. If additional information is received this report will be supplemented accordingly.

Event description:
The customer reported that the during an unspecified procedure, when connected to the unit an ¿e216 and b30 communication error¿ occurred with multiple scopes. It is unknown if the intended procedure was completed. There was no patient injury reported.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information and the lm investigation. The legal manufacturer (lm) reviewed the content of this complaint for further investigation. The lm reports that the root cause could not be identified. The legal manufacturer reported that possible causes for the reported event include failure of the light source and handling problems (electrical contacts not dry, foreign matter on device, or improper cable connection). The legal manufacturer checked the contents of the instruction manual and confirmed the description regarding the connection of the scope. The legal manufacturer referenced the following description in the instruction manual which may have prevented the indicated phenomenon. -"wet equipment could cause the image to flicker or disappear. If the equipment is wet, wipe it according to the endoscope instruction manual." Regarding the cable connection, the instruction manual has the following description which may prevent the indicated phenomenon. -"properly and securely connect all cables. If the cable connector has connection screws, tighten up the screws. Otherwise, equipment damage or malfunction can result." As a result of checking the device history record (DHR), it was confirmed that there were no abnormalities or anomalies identified during production. The device met specifications upon release. Olympus will continue to monitor the field performance of the device.